Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center confirmed that there were burn marks on the circuit board. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the failure of the electronic components mounted on the circuit board. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The endoscopic image from the output port was not displayed due to a failure inner circuit board. There were burn marks on the circuit board. The device plate had multiple cracks. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the dvi connector port did not work and the endoscopic image was not displayed on the monitor. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.